Event description:
Info rec'd indicates the brake will not set or hold on the stretcher.

Manufacturer narrative:
The technician isolated the issue to a broken brake linkage on the foot end of the stretcher. The foot end brake pedal would go into the brake position and it would appear the brakes were set when they were not. He replaced the brake linkage to repair the stretcher.